Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing impedances. The impedances were greater than 3000 ohms, so the lead was surgically abandoned and replaced. During the revision procedure, the lead was tested on a pacing system analyzer which confirmed the out of range impedances. No additional adverse patient effects were reported.